Manufacturer narrative:
Kept by pathology dept.

Manufacturer narrative:
The reason for this revision surgery was to exchange the shoulder prosthesis due to the patient's shoulder dislocating after 9 days of patient use. The healthcare professional indicated a significant adverse event occurred. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to have been kept by the pathology department and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this lot number. The event is deemed to be non-product related and the root cause was reported as a fall. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient's left shoulder dislocated due to a fall.